Event description:
It was reported by the affiliate that the two tct75 were used during a pneumonectomy procedure. It was reported that the stapler did not fire. The device was sterile out of the package. The stapler functioned normally after a new reload was put in. There was a bronchius leakage as a pt consequence.